Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 49768 were returned and analyzed. The data files 21 applications were performed with a different balloon catheter and an electrophysiology catheter. Also, low temperature and low flow was seen in multiple applications. Visual inspection of the returned balloon catheter showed the device was intact with no apparent issues. The catheter was not easily inserted into a test laboratory sheath. The catheter passed the performance test, although the temperature was not as expected. Inflation showed a kink on the guide wire lumen under the balloon segment. Dissection showed guide wire lumen kink at 0.977 inches from the tip inside the balloons. In conclusion, the reported temperature issue was confirmed through data analysis and testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryo ablation self test, the balloon catheter temperatures were not as expected. It was also reported that the balloon catheter and sheath had an "abnormally tight fit." The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.